Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device and battery were put through extensive testing without duplicating the report. The device will be sent to zoll medical chelmsford for further evaluation. No trend is associated with reports of this type.